Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for 2 days in a row when they went to charge the implant, the implant battery was at 100% and the controller battery was also at 100%. Caller stated that they tried resetting the controller twice but that did not resolve the issue. Caller mentioned that the implant has always been down around 50% - 60% when they go to charge. Caller confirmed no visible damage to the recharger or to the controller port and agent had caller clean controller port and recharger pins. Agent had caller connect the recharger and saw controller was at 90% and then saw poor recharge quality, checking recharger, and batteries low replace the controller batteries soon screen. Patient stated they are having difficulty connecting to the implant and taking a long time to connect to the implant for 2 weeks to a month. During the call - agent confirmed the stim was off. Agent reviewed stimulation on/off button. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient kept seeing poor recharge quality, checking recharger, batteries low replace controller batteries, and screen going blank when trying to charge ins. Connecting recharger to im plant is taking longer. No visible damage reported on recharger cord or controller port.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID (serial: (B)(6)); product type: ; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.